Event description:
It was reported that while on a patient, the ventilator generated an alarm indicating an open safety valve. The ventilator stopped working. The patient was bagged and the ventilator was replaced. There was no patient injury reported. (B)(4).

Manufacturer narrative:
The user stated that they will determine the cause of the fault and repair the unit themselves. The device logs have been received but the log evaluation has not yet begun. A supplemental report will be provided when the cause of the fault has been determined. (B)(4).